Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -9.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's left eye (os) on (B)(6) 2024. There was patient contact (lens touched the eye) with no patient injury. The lens was implanted and removed on (B)(6) 2024. On (B)(6) 2024 a new lens was implanted. This resolved the problem. Cause of the event is reported as unknown.